Event description:
Called to report comparing old meter with the new one and getting very different results. Analysis run on clark error grid using mean avg. Reading (263) as ref. Point vs. Bd readings of 171, 308, 312 yielding data points in the d zone of the grid, outside of acceptable limits.